Event description:
In 1988, a very active 72 year old woman patient of approximately 6'-0" & 160 lbs. Had total hip surgery using the kirschner km3 cup. On october 16, 1992 patient heard a snap in her hip & began feeling pain. Surgery was performed - the km3 cup was removed & replaced with a more recent design cupdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.